Event description:
Procedure performed: coelio cholecystectomy. Procedure performed: [translation] during a cholecystectomy / coelio: part of the coelio trocar became detached and fell into the peritoneal cavity, transparent sealing valve normally located inside the trocar, in the outer part of the open balloon trocar. This foreign body had to be removed immediately. It had to be cut to allow the valve to be removed through the operating trocar. Type of intervention: seal removed immediately. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of shield dislodgment and a torn septum. Based on the condition of the returned unit, it is likely that the dislodged shield was caused by the non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: (B)(4). Procedure performed: [translation]during a cholecystectomy / coelio: part of the coelio trocar became detached and fell into the peritoneal cavity, transparent sealing valve normally located inside the trocar, in the outer part of the open balloon trocar. This foreign body had to be removed immediately. It had to be cut to allow the valve to be removed through the operating trocar. Type of intervention: seal removed immediately. Patient status: ok.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.